Manufacturer narrative:
Additional information has been provided in d.10.,h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Photo review indicates that two photos were provided. The photos showed the same view from different angles. The photo showed a company d cartridge on a surface with writing. The writing obscures the end of the tip. The view was from the bottom of the cartridge. Viscoelastic was observed in the cartridge. A yellow single-piece lens was visible advanced to the fill-line. The optic appeared to have damage at mid-optic. This may indicate a plunger override occurred. It is difficult to determine damage from a photo. Physical examination of the product would be required to determine a root cause. Based on our observation of the photo, the optic appeared to have damage at mid-optic. This may indicate a plunger override occurred. It is difficult to determine damage from a photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lens was stuck in cartridge. Additional information has been requested.